Event description:
It was reported that an amia cassette was unable to be disconnected from a minicap transfer set. The event was further described as "the transfer set would not come apart from the patient line to the cassette causing the patient to cut the line." It was further stated that the nursing staff attempted to disconnect and were unable to". This was identified while attempting to disconnect the patient from peritoneal dialysis (pd) therapy. There was no report of patient injury, however, the hp received prophylactic treatment as a preventative measure. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - mountain home 1900 n highway 201 mountain home, ar 72653 united states. Baxter healthcare - dominican republic carretera sanchez km 18.5, parque industrial itabo, piisa haina san cristobal 91000 dominican republic. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d1, d4 (catalogue #), g1 (device manufacturer name and address), g4, h3,h6, and h11. H11: the device was received for evaluation. The patient line tubing was attached to the female connector of the transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak and clear passage testing were performed with no issues noted. The patient connector was disconnected and connected by hand with no issues or leaks.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.